Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07627 it was reported that the patient experienced ineffective therapy following a recent fall. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. It was noted that one lead had migrated, and the other lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.